Manufacturer narrative:
Additional data: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m159271 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m159271 , test base part number 190-430/ lot: m159271 the lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot m159271 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided . However a possible assignable root cause is sample interference or cross contamination. MFR reference reports: 1221359-2021-02667, 1221359-2021-02685, 1221359-2021-02686, 1221359-2021-02687, 1221359-2021-02688, 1221359-2021-02690, and 1221359-2021-02691.

Event description:
The customer reported eleven (11) false negative results with the ID now covid-19 assay for eleven (11) patients performed on between 17jul2021 to 19aug2021. This MFR. Report addresses patient 8 and 9 of eleven (11). The customer reported two false negative results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was not performed .on the same day pcr confirmation testing generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports: 1221359-2021-02667, 1221359-2021-02685, 1221359-2021-02686, 1221359-2021-02687, 1221359-2021-02688, 1221359-2021-02690, 1221359-2021-02691.